Event description:
Dexcom g7 sensor failed on warm up. Insertion followed prescribed protocol in manual failure happened within first 3 minutes of warm up. This is the 2nd dexcom g7 sensor to experience this failure in the past month resulting in lapses in blood sugar monitoring. Reference report: #mw5118741.